Manufacturer narrative:
Date of event: exact date unknown, event occurred some time in (B)(6) 2021.

Event description:
It was reported that patient's ipg would not keep a charge. No device malfunction was suspected. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.